Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert was triggered due to a non-sustained ventricular tachycardia and high sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted that there was oversensing episodes on the rv lead and the single was variable and noisy. However, when the patient¿s vf (ventricular fibrillation) episodes were treated the rhythm and signal was normal and stable again. It was recommended to monitor the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.